Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-jan-2020. The most recent information was received on 04-feb-2020. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2017, the patient experienced fatigue ("fatigue"), spinal pain ("spinal pain") and musculoskeletal pain ("muscle and joint pain"). In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the fatigue, spinal pain and musculoskeletal pain was resolving. The reporter provided no causality assessment for fatigue, medical device removal, musculoskeletal pain and spinal pain with essure. The reporter commented: bilateral laparoscopic salpingectomy in (B)(6) 2017, clear improvement.current state of the patient: rheumatologist + various x-rays (no results provided). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: several x-rays, no results provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-jan-2020. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2017, the patient experienced fatigue ("fatigue"), spinal pain ("spinal pain") and musculoskeletal pain ("muscle and joint pain"). In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy in (B)(6) 2017). Essure was removed in (b)6) 2017. At the time of the report, the fatigue, spinal pain and musculoskeletal pain was resolving. The reporter provided no causality assessment for fatigue, medical device removal, musculoskeletal pain and spinal pain with essure. The reporter commented: bilateral laparoscopic salpingectomy in (B)(6) 2017, clear improvement. Current state of the patient: rheumatologist + various x-rays (no results provided). Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: several x-rays, no results provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.